Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient attempted to upload his receiver and there was no data for the selected dates. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A pairing/calibration test was performed and the test passed. A review of the downloaded data log confirmed the reported event that the patient attempted to upload his receiver and there was no data for the selected dates was confirmed. A root cause could not be determined.